Manufacturer narrative:
The device was serviced on-site by a field service technician. An alarm log review, functional testing, visual inspection, and service history review were performed. The f-38 alarm was identified as an f-67 alarm during the alarm log review and functional testing. The cause of the condition was determined to be cables disconnected from cpu board. To correct the condition, the cables were reconnected. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f-38 (malfunction in tube misloading detection circuitry) alarm. This occurred before use. There was no patient involvement. No additional information is available.